Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 24, 2019 - october 25, 2019. H10: the actual devices were not available; therefore a device analysis could not be completed for those samples. However, a companion sample was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient infusion. Both devices completed infusion after the expected therapy time; one device had a delay of approximately 16 hours and the other a delay of approximately 6 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.